Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The physician stated they were notified that the patient had been "brought to the hospital and was dead". All reasonable contacts have been followed up with and no additional information is available. A cause of death was unable to be obtained. The implantable cardioverter defibrillator (ICD) is included in response to the advisory noting the potential for internal device arcing during high-voltage charging. No device malfunction was observed while the device was in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.